Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report a patient passed away on (B)(6) 2016. The patient's daughter reported the patient was in the bathroom. Per review of the event, the patient received 3 inappropriate treatments between 22:59:02 and 23:03:44 on (B)(6) 2016. The patient was noted to be in asystole with CPR artifact and intermittent cardiac activity prior to and following the treatments. There is no alleged deficiency. There is no device malfunction that caused or contributed to the patient death.